Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address stiffness and loosening of the tibial component at the cement to implant interface, cement manufacturer was unknown. It was also reported that the tray looked loose on x-ray and bone scan was hot. It did not pop out immediately but took multiple hits and effort to get out. When the tray finally did come out, no cement was stuck to its backside. The femur and patella were well fixed and retained. The hospital retained the implants for the patient. Doi: 2 years ago; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.